Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00171 to provide additional information regarding the results from the evaluation of the involved device.

Event description:
The user facility reported that the tr band would not inflate. Follow up communications confirmed that: during testing of the tr band balloon it would not inflate; a second tr band was used; the procedure was completed successfully; and there was no impact to the patient.

Manufacturer narrative:
The involved device has not yet been returned for evaluation. Therefore, the investigation was based on evaluation of user facility information, retained sample and quality records. Examination of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the currently available information, there is no evidence that the reported issue was related to a device defect or malfunction. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility in (B)(4) for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. Examination of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. There is no indication that the cause of the reported deflation was related to a device defect based on the results of the returned sample evaluation. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.